Event description:
It was reported that an ilet user experienced elevated blood glucose, with a reported high of 297 mg/dl since the prior evening, while using a teflon infusion set and considering a switch to a steel infusion set due to concern about long-term scar tissue affecting infusion sites; no bent cannulas were reported and a trial pack of steel sets was arranged. Symptoms included hyperglycemia. Outcomes included no hospitalization, no request for follow-up, and no additional assistance needed. Investigation included review of infusion site practices and user education on infusion set options. Investigation of this case revealed no device malfunction reported and a possible infusion site absorption issue related to tissue changes, with the device otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.